Event description:
This lead was implanted on (B)(6) 2008 and remains implanted until this time. It was noted on 4/15/2013 that lead was on recall. The physician was dr. (B)(6) in canada. No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).